Event description:
A caller reported experiencing a cgm error 42 related to their sensor. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support, who provided information for a complete pump reset and guided the caller through the process, resulting in the successful initiation of their sensor session without further errors.